Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, check therapy pad messages) was isolated to the electrode belt¿s pulse wire being broken at the rear-1 therapy electrode (te), causing the tes to not recognize. The pulse wire was not long enough to reattach. The root cause for broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.